Event description:
Per the clinic, the patient underwent device repositioning surgery on (B)(6) 2026 due to the implant placement interfered with the patient's ability to wear glasses. The implanted device remains.